Event description:
The account alleges that the patient was evaluated and treated for cad. Post pci procedure, the patient complained of left arm weakness and was positively diagnosed with an embolic stroke in recovery unit. The patient was successfully treated and discharged to home with loss of peripheral vision and weakness in the arm.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.